Event description:
A temperature alarm was reported, and there was no adverse impact on the customer's blood glucose level. At the time of the alarm, the pump was charging, and it was confirmed that no extreme temperatures were involved. Technical support arranged to replace the pump and charging supplies due to a button and charging issue, ensuring the customer received a pump with updated software. Customer will continue to use current pump.